Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a recharge burden. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
A patient's ipg reached end of life was reported to abbott. As a result, the patient's ipg explanted and replaced. It was determined that during a ipg replacement procedure, one of the leads was visually confirmed to be fractured and another lead had migrated which was confirmed through x-ray imaging. As a result, surgical intervention was undertaken wherein the system was explanted and replaced to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue.